Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 04-may-2023 h6: investigation summary a complaint of hub being cracked was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer was cracked and damaged. A device history record review could not be performed on model mz9275 because the lot number is unknown. The manufacturing plant was notified of this defect. The probable root cause for the damage seen is use of alcohol on luer.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter: noted hub of quad fuse was cracked. All gtts going through line were compatible. Quad fuse replaced and broken one placed in biohazard bag and given to manager.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero multi-fuse extension set with needleless connector the product was cracked. There was no report of patient impact. The following information was provided by the initial reporter: noted hub of quad fuse was cracked. All gtts going through line were compatible. Quad fuse replaced and broken one placed in biohazard bag and given to manager.